Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Did not perform high blood glucose troubleshooting due to customer stated that he was off the pump. Customer also mentioned that he changed the set and after, it went to rewind again. States that after rewind everything is working fine now. Customer is short on infusion set and we are sending him infusion set replacement. Customer stated that educator made adjustments for blood glucose that were spiking at one point and now blood glucose are under control. Insulin pump was not returned for analysis.